Event description:
The pt underwent a full mastopexy with bilateral breast augmentation (2007). The pt experienced redness, pain, swelling, and oozing at the incision site (twenty three days later). A culture and sensitivities test was not performed. Surgical intervention was required to remove the suture (estimated the same day). A bilateral scar revision was also performed (2008).

Manufacturer narrative:
Three(3) different quill srs prods were reported by the customer for this complaint. Add'l prod info is as follows: prod # 2: model/catalog #: ra-1001q. Lot# m100520; exp date 01/31/2009. Device MFR date: 01/2007. Prod #3: model/catalog #: ra-1006q; lot # m066820, exp date: 11/30/2008; device MFR date: 11/2006. All other info on this form is the same for all three (3) prods. The device was not returned for eval. Results: the device was not returned for eval. No prod eval can be performed. A review of the device history record for the three(3) lots reported identified no nonconformances relevant to this event. The lots met all finished good release criteria.